Event description:
The maestro medium fixed duraguard was being used as a marketing sample device when it was sent for service. It was reported that the device had a bent foot during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event of a bent foot was confirmed. A bent duraguard can occur when excessive side load is applied to the feature. The device was discarded by the manufacturer following evaluation.